Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical record alleges that the bard implantable port was placed to the patient for the treatment left breast cancer, which was placed at the atriocaval junction. The line was flushed and aspirated appropriately and the patient was discharged in a stable condition. Approximately five months later the patient experienced right upper extremity pain, erythema and swelling. Father and duplex ultrasound of right upper extremity imaging was performed which show the patient was noted to with acute occlusive deep vein thrombosis in the right subclavian come on axillary and basilic veins possibly related to the right sided chest port. It was further reported that the patient was noted with the acute occlusive superficial vein thrombosis in the right upper arm basilic vein and furthermore the patient are also experience red purplish discoloration and ecchymosis of the right upper arm. Approximately a month later the patient underwent for port removal. The scar from the port catheter placement was reopened and identified like the reservoir was grasped and delivered into the wound. No retaining sutures were present. The patient was placed in trendelenburg position and the patient was given a brief on the ventilator and the port tubing was removed while pressure was maintained along the tunnel leading from the reservoir side to the neck. The patient tolerated the procedure and there was no reported complication the patient was returned to recovery room in stable condition, and it was reported that the port was been removed. Therefore, it can be confirmed that the patient experienced pain, erythema, swelling, thrombosis, discoloration, ecchymosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that five months and two days post a port placement via the right internal jugular vein approach, the patient was allegedly diagnosed with thrombosis around the catheter. It was further reported that the patient experienced right upper extremity pain, erythema, and swelling, and the patient was allegedly noted with acute occlusive deep vein thrombosis in the right subclavian, axillary, and basilic veins possibly related to right sided chest port. Furthermore, the patient was allegedly noted with acute occlusive superficial vein thrombosis in the right upper arm basilic vein. Evidently, the patient experienced red-purplish discoloration and ecchymosis of the right upper arm. Reportedly, the port was removed. The current status of the patient is unknown.